Event description:
Upon checkout of the unit for service, the manufacturers service technician reported when the ventilator backup battery was disconnected it would not operate on ac power. The ventilator was not in use therefore there was no patient involvement or harm. The service technician reported the device power management pcb board failed. The reported event may be indicative of a component failure on the power management pcb board that may result in the unit shutting down during use in normal ventilation mode operation. The service technician replaced the power management board to address the finding. Applicable final testing was completed and passed per operating specifications.